Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was not confirmed. Visual inspection and functional testing was completed on three returned samples of the reported lot. The results were satisfactory and within specification. A bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. There has been one other event for the lot referenced. This other event is from the same hospital, on the same day but with a different patient. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.

Event description:
It was reported by the sales rep that the cement was hardening to slow. The hospital experienced that the cement took very long time to harden and even though the mixing was done the right way the cement seem uneven/unequal. Patient nr 1: the mixing was done as usually it took 18 minutes to harden. The cement was kept in cupboard in the or for several days. The temperature in the or was 21 degrees c.

Event description:
It was reported by the sales rep that the cement was hardening to slow. The hospital experienced that the cement took very long time to harden and even though the mixing was done the right way the cement seem uneven/unequal. Patient nr 1: the mixing was done as usually it took 18 minutes to harden. The cement was kept in cupboard in the or for several days. The temperature in the or was 21 degrees c.